Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a cranial procedure. It was reported that planning was done a day prior to the case. The planning used t1, t1 with contrast, t2, the white matter was nulled, and MRI's were taken. The base was mounted in the pre-op with the surgeon, and measurements were taken from nasion and both outer canthi. The CT scan was completed using low-dose children's stereotactic head protocol. The CT images downloaded from the pacs planning station, and the initial fusion was achieved with adjustments. The left gpi trajectory was accurate and the lead was placed. The stn trajectory was sent, but it seemed to be 2mm lateral and the surgeon elected to do another pass that was 3mm medial in the bengun. The o-arm spin was completed and fused, but the lead appeared to be 2mm posterior. The surgeon elected to adjust the plan 2mm anterior and pass through the medial hole in the bengun. The surgeon was pleased with the accuracy of the third pass and placed the lead. There was no patient harm and the procedure was not delayed over an hour.